Manufacturer narrative:
Section a: date of birth and patient weight corrected. Section d4: model and catalog numbers corrected. Section e1: reporter email was not available. Section g2: report sources corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was report that the patient experienced bleeding at upper gastrointestinal tract. The patient was given blood transfusion less than 4 units with 24 hours. Prothrombin time (inr) was 2.2 iu. Activated partial thromboplastin time (aptt) was 41 seconds on (B)(6) 2025. Platelet count (plt) was 18.4 ×104/l. The patient was on warfarin at the time of the event. The patient had a history of a lesion or disease at the bleeding site, which precipitated the onset of bleeding (upper gastric vascular ectasia, gastric hyperplastic polyp). The patient was admitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.